Event description:
Reportedly, the problem with the subject programmer is that it can intermittently automatically shut down and restart during use and, can become stuck in a boot loop.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190222 - file-2018-04113 - analysis_and_closure_report_resp-2019-00262 .pdf].

Event description:
Reportedly, the problem with the subject programmer is that it can intermittently automatically shut down and restart during use and, can become stuck in a boot loop.